Manufacturer narrative:
Findings: unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken reservoir tube lip, reservoir tube cracked, missing o-ring reservoir tube. Reservoir unable to lock in place due to unit received with reservoir tube lip almost completely broken off.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 600 mg/dl. Customer stated that there is (B)(6) percent of the black ring is missing in the reservoir chamber. The customer stated that the pump has fallen and dangled, hit the hardwood floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer gave herself 8 units with a syringe of insulin.